Event description:
Event description guidant received information that the rate/sense leg of this transvenous defibrillation lead has exhibited a rise in pacing impedance to 2200 ohms. Thresholds and sensing have remained within normal limits. A guidant technical services (ts) consultant discussed the possibility of a developing lead fracture. As the patient does not require pacing, the physician has elected to monitor the patient. It is possible that the md will place a new rate/sense lead in the future, however this procedure has not been scheduled. There have been no reported symptoms associated with this clinical observation.